Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. A lot number of the test strip product was not provided and neither manufacturing record review nor testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
The patient began using the inratio system in (B)(6) 2007. On (B)(6) 2015, the patient received an inratio inr result of 2.9. The patient's therapeutic range was reported as 2.5-3.5. On (B)(6) 2015, the patient was admitted to the emergency room after experiencing black tarry stools for several days. A urinalysis that was performed showed a large amount of blood in the urine. Upon admission, a laboratory inr was conducted and produced a result of >10. The patient was treated with fresh frozen plasma and vitamin k to reverse the coagulopathy. The patient was diagnosed with anemia and upper gastrointestinal bleed secondary to acute coumadin toxicity. The patient was kept in isolation to prevent infection and reported experiencing extreme weakness. On (B)(6) 2015, the patient was discharged from the facility and continued treatment for anemia at home.